Event description:
It was reported that the patient's stimulator system had group impedance of greater than 4000 ohms, and less than 15ma with settings programmed with generator+, 5; 0.5v, and 60pw. It was also noted that the 0-3 contacts were all fine. Monopolar pairs 4-7 all had impedance of 1395ohms. X-rays of the system do not reveal any obvious fractures. There is no known recent traumas. No patient symptoms were reported. Patient treatment and outcome was also not reported. Additional information has been requested from the patient's hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.